Manufacturer narrative:
Changed from malfunction to serious injury. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external components revealed minor abrasions and displaced springs at the cpc connector junctions. These observations are considered to be consistent with normal use of the freedom driver. Visual inspection of the internal components revealed foreign object debris on the fan and exhaust cover and loose hardware. The driver in "as received condition" met all pre-burn-in test acceptance criteria, which included pressure test requirements associated with normotensive and hypertensive settings, with no anomalies or unintended alarms. The freedom onboard batteries in "as received condition" met all test requirements. The results of the investigation indicate that the likely root cause of the customer-reported driver stop was an internal short that may have occurred due to a piece of metal coming into contact with an onboard battery. This electrical short switched the driver's onboard batteries into protection mode, thereby ceasing voltage output and leading to the driver stop without any alarm. The principal evidence in support of this conclusion is as follows: the presence of loose hardware within the driver, and in particular the hose clamp that showed evidence of an electrical discharge event. The description of the event, and in particular the statement that the driver restarted by itself after 45 seconds and annunciated an alarm. Freedom onboard batteries will switch into protection mode if they detect a current draw higher than a preset safety limit. In such an over-current event, the internal safety circuitry of the freedom onboard batteries will turn off their output to prevent irreparable battery damage. The freedom onboard batteries will remain in protection mode for a minimum of eight seconds, and will revert back to a normal, operational state when the average current draw has dropped below the preset safety limit. This can take up to one minute (approximate) to occur. The fact that no permanent fault alarms were recorded on the driver's eeprom alarm data. The fact that the onboard batteries met all test requirements this issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the patient was in his garage moving boxes (less than 10 lbs) when the freedom driver stopped pumping without any alarms. The customer also reported that the patient was able to yell to his wife before he collapsed shortly thereafter. The customer also reported that the wife reported that after approximately 45 seconds the freedom driver restarted with a short alarm and begun to pump normally and the patient regained consciousness. The customer also reported that the patient and wife called the hospital and the freedom driver readings at that time displayed a br of 133, fv 48.9 and co 7. The customer also reported that the patient and wife were too anxious to perform a driver switch because of a dislodged spring in the cpc connector, therefore the wife drove the patient to the hospital emergency room. (MFR report #3003761017-2016-00286 and MFR report #3003761017-2016-00289). The customer also reported that hospital staff subsequently switched the patient to another backup freedom driver. There was no reported patient impact after the driver switch. The customer also reported that the patient was admitted to the hospital for further medical work-up.

Manufacturer narrative:
Corrected data: incorrectly stated that piece of metal touched onboard battery (the results of the investigation indicate that the likely root cause of the customer-reported driver stop was an internal short that may have occurred because of a piece of metal coming into contact with an onboard battery.) Corrected statement - the results of the investigation indicate that the likely root cause of the customer-reported driver stop was an electrical short-circuit that may have been caused by a loose piece of metal in the driver. (B)(4) follow-up report 2.

Event description:
The customer reported that the patient was in his garage moving boxes (less than 10 lbs) when the freedom driver stopped pumping without any alarms. The customer also reported that the patient was able to yell to his wife before he collapsed shortly thereafter. The customer also reported that the wife reported that after approximately 45 seconds the freedom driver restarted with a short alarm and begun to pump normally and the patient regained consciousness. The customer also reported that the patient and wife called the hospital and the freedom driver readings at that time displayed a br of 133, fv 48.9 and co 7. The customer also reported that the patient and wife were too anxious to perform a driver switch because of a dislodged spring in the cpc connector, therefore the wife drove the patient to the hospital emergency room. (MFR report #3003761017-2016-00286 and MFR report #3003761017-2016-00289) the customer also reported that hospital staff subsequently switched the patient to another backup freedom driver. There was no reported patient impact after the driver switch. The customer also reported that the patient was admitted to the hospital for further medical work-up.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient was in his garage moving boxes (less than 10 lbs) when the freedom driver stopped pumping without any alarms. The customer also reported that the patient was able to yell to his wife before he collapsed shortly thereafter. The customer also reported that the wife reported that after approximately 45 seconds the freedom driver restarted with a short alarm and begun to pump normally and the patient regained consciousness. The customer also reported that the patient and wife called the hospital and the freedom driver readings at that time displayed a br of 133, fv 48.9 and co 7. The customer also reported that the patient and wife were too anxious to perform a driver switch because of a dislodged sping in the cpc connector, therefore the wife drove the patient to the hospital emergency room (MFR report #3003761017-2016-00286 and MFR report #3003761017-2016-00289). The customer also reported that hospital staff subsequently switched the patient to another backup freedom driver. There was no reported patient impact after the driver switch. The customer also reported that the patient was admitted to the hospital for further medical work-up. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.